Manufacturer narrative:
(B)(4).

Event description:
Surgeon experienced staple like failures/leaks. Handle used was endo gia ultra handle.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of six sealed reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices performed by pmv concurrently with engineering. Each reload was loaded into a pmv representative instrument for functional testing. Each reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Each reload loaded onto the instrument without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.